Event description:
It was reported that during the procedure to treat an occlusion of the posterior tibial artery with a pre-existing greater saphenous vein (gsv) bypass graft, a grandslam guide wire was advanced via femoral access past the gsv bypass graft anastomosis and past the occlusion in the posterior tibial, followed by advancement of an 3.0mm x 120mm x 150cm armada 14 balloon dilatation catheter (bdc) across the lesion and the gsv anastomosis. The armada balloon was inflated across the posterior tibial artery and gsv anastomosis at 14 atmospheres (atm) with good result. However, extravasation of contrast was noted at the distal gsv anastomosis from a perforation that was noted after balloon angioplasty via inflation from 8 to 14 atm and the patient began to experience mild pain. While prolonged balloon inflations failed to seal the perforation, a 4.0x16 jostent graftmaster otw covered stent was deployed at 10 atm and successfully sealed the perforation. The procedure was continued via additional angioplasty performed with a smaller 2.5mm x 120mm x 150cm armada 14 balloon in the distal posterior tibial artery to treat remaining skip occlusions throughout this vessel, completing the procedure. The patient tolerated the procedure well and was transferred to recovery in good condition. There was no occurrence of a clinically significant delay during the procedure. While the patient was admitted for observation overnight, the patient was discharged the following day in good condition and with no adverse sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: glidewire, grand slam; sheath: 7fr raabe. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.